Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (intermittent power) issue. No additional information is available. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of pump reboot and consecutive call services alarms after power on. Investigation did not find any damages to the battery compartment or the returned battery cap. The battery cap contact measurements were within specifications. The pump powered up using the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no intermittent condition was found to the power circuit. The reported power issue was verified in the black box but was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).